Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the overmold at the tip of the jaws was damaged. The chipped off piece was not returned. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was plugged in and detected by both generators. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that a component disengaged and there was insulation damage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The overmold at the tip of the jaw was broken, consistent with the failure mode cause by off label use. Possible excessive torque applied on the jaws, inadvertently grasping onto a hard object, or dropping of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final stage of a bilateral neck dissection, the tip side of the jaw was chipped. The chip was approx imately 2 mm. The chipped fragment of the exact was searched for in the gauze, that had been used up until the point when the chipping was noticed, but it was not found. Considering the high possibility that it remained inside the body and based on the physician¿s judgment, irrigation and wound closure/surgical incision closure were performed after the neck dissection. The neck dissection was performed in left and right order and when the chipping was noticed, the device was replaced with a new one. While continuing the surgery, they searched for the fragment but it could not be found.

Manufacturer narrative:
Correction: h6 (ime) added rfr: insulation damage - exact removed rfr: insulation damage - maryland additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final stage of a bilateral neck dissection, the tip side of the jaw was chipped. The chip was approximately 2 mm. The chipped fragment of the exact was searched for in the gauze that had been used up until the point when the chipping was noticed, but it was not found. Considering the high possibility that it remained inside the body, and based on the physician¿s judgment, extensive irrigation and wound closure/surgical incision closure were performed after the neck dissection. The neck dissection was performed in left and right order and when the chipping was noticed, the device was replaced with a new one. While continuing the surgery, they searched for the fragment, but it could not be found. In order to locate and retrieve the chipped fragment, an x-ray examination was performed, but the fragment could not be found. The fragment was small (including the material) and the doctor also considered that it was unlikely to be visible on the x-ray.